Manufacturer narrative:
(B)(4) .

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, post-paced t-wave oversensing was observed on stored egm. Programming changes were made. Patient's condition was fine.